Event description:
In 2008, the pt reported that he has experienced 2 infusion tubings separate at the luer connection in the past 2-3 weeks. He reported that he was unaware of the infusion set recall. He was educated on the recall. He stated that only the outer tubing of the infusion set separated and his blood glucose was not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.